Event description:
Healthcare worker experienced a chemical burn on the arm and left first finger when they touched loads taken out of the sterilizer. The healthcare worker washed the finger with water. They were prescribed an anti-burn ointment. It was reported that the burn has not yet healed at the time of the report. The vaporizer plate was not in place when the event occurred.